Event description:
The audiologist reported concerns that binaural hearing was worse than with contra-lateral right side device alone and user may have limited benefit. In situ measurements showed some affected channels for the concerned left side.device revision surgery is considered, pending awaiting surgery date.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The audiologist reports concerns that binaural hearing is worse than with contralateral right side ci alone and user may have limited benefit. In situ measurements show some affected channels for the concerned left side. Parents and audiologist would like to pursue left device revision pending medical assessment.

Event description:
The audiologist reported concerns that binaural hearing was worse than with contra-lateral right side device alone and user may have limited benefit. In situ measurements showed some affected channels for the concerned left side. The user has been re-implanted.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, during investigation the exact location of damage could not be determined due to the device's received condition. Other mechanical damages found are attributable to the removal surgery. This is a final report.